Manufacturer narrative:
The user reported the charging cable melted inside of the charging port of the controller. The device was returned for investigation. The charging cable was observed to be melted and lodged into the charging port of the controller. The complaint reported thermal issue is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery melted the charging port while charging.